Event description:
Pt underwent bariatric surgery-a laparoscopic roux-n-y procedure with open pouch and umbilical hernia repair. Pt was draining large amounts of drainage from site 700-300cc 12 days later from the event date a surgical consult was obtained. Pt was transferred to another facility under the care of another bariatric surgeon. 2 days later pt underwent surgery to repair possible leak. Pt continued to improve and was subsequently discharged,